Event description:
During a video gastroplasty procedure, on the fifth firing, the device got locked on the stomach. Another like device was used with 3 additional blue loads to dry up the stomach tissue and to release the device that was locked. There was no further consequence to the pt reported.